Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, the investigation also identified that there was a design change implemented to enhance the op-amp circuitry of the dr board. The design of the dr board was changed on april 16, 2018. The subject device of this report was manufactured prior to the design change (see h4). It is likely that the failure of the op-amp occurred because the device does not have the dr board enhancements / modifications that were part of the design change.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image would display with the 180 scope due to a faulty patient board set. Additionally, the video connector latch was worn out and causing a flickering image. The device was also still equipped with the old version main switch. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center would not produce an image during preparation for use. According to the initial reporter, the scopes were functioning properly with the other tower on site. There was no patient harm or consequence reported as a result of this event.